Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (gd882621, gd883090) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis coincident with dianeal unknown and dianeal pd4 ambuflex therapies. On an unreported date the patient began treatment with dianeal unknown and in (B)(6) 2003, the patient began treatment with dianeal pd4 ambuflex (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following information was reported. On an unknown date in 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient was discharged and was recovering. Dianeal therapies were ongoing. The nurse stated that the peritonitis was not related to dianeal therapies. The nurse declined to provide further information.